Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient has a rash under the patches. Patient reported that they were burning and red and raised. There was no alleged device malfunction contributing to the irritation. The patient was advised to take a break from using the equipment to allow the irritation to heal. Outcome of the rash is unknown.